Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a large change in morphology noted either to be ventricular tachycardia (vt) or bundle branch, which was oversensed resulting in an untreated event. Technical services (ts) discussed troubleshooting options with the health care professional (hcp) including a treadmill test and reviewing other vectors. Functional undersensing was observed due to the change in amplitude and likely using a slow dissimilar sensing profile with longer refractory period. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode exhibited noise and oversensing resulting in untreated and inappropriate shock episodes. Ts discussed options including switching from primary to secondary vector, isometrics and pocket manipulation. This electrode remains in service. No adverse patient effects were reported.